Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a shoulder procedure, a black plastic piece broke off the stem inserter after implanting the stem and removing it. No parts or pieces fell into the wound site. There were no surgical delays. The patient was last known to be in stable condition following the event. The device is available for return. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, and h1 no longer apply. Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h1, h6 MDR section codes updated/corrected: a, b, c, d, g the broken instrument reported was likely the result of exposure to impaction forces which likely led to crack initiation, propagation, and ultimate fracture of the stem inserter sphere. However, this cannot be confirmed as the device was not returned for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.